Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the implant procedure, it was discovered that the right atrial (ra) lead was exhibiting loss of capture. It was also noted that the helix failed to retract when the physician tried to reposition the lead. The physician opted to replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.